Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the blood glucose results that the patient received did not match the type of symptoms the patient was experiencing. The patient "was malaise, tremulous, with nausea and dizziness". The blood glucose results obtained were not provided. The patient went to the hospital. At the hospital, the patient reportedly received the following results on an active meter, compared to a professional meter, within 10 minutes: 484 mg/dl (active) and 202 mg/dl (hospital's meter). At the hospital, the patient was treated with an IV of insulin and was released after two hours. Return of the suspect device was requested for evaluation.